Event description:
Caller reported a malfunction on the pump, which led to the customer's blood glucose level was 500 mg/dl. Initially, the customer, while on the road, did not take any immediate action to address the high blood glucose level but was planning to use a syringe for an injection since he was an hour from home. Technical support provided assistance for resetting the pump and confirmed that the fault did not recur after the reset. The customer continued using the pump but was subsequently informed that a replacement pump with updated software would be sent. The customer was advised on the steps for the replacement process and instructed to return the malfunctioning pump to the company using the provided pre-paid label.